Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the avea ventilator unit continuously auto cycling. The reporter confirmed that there is no patient involvement associated on this event.

Manufacturer narrative:
Result of investigation: a vyaire field service representative(fsr) evaluated the device onsite and confirmed that the unit is auto-cycling on default adult values. The flow sensor and flow sensor pcb was replaced but the unit still auto-cycles after passing est (extended systems test). The technical support suggested replacing the gde (gas delivery engine).the gde was replaced successfully. Est and ovp (operational verification procedure) were performed. All tests passed the required criteria and the unit meets factory specifications.